Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
(B)(6) hospital use restoration modular hip system in a revision of total hip arthroplasty case. The surgeon operated standardly intraoperative, and he satisfied with trails restoration. Then the surgeon used the torque wrench to do the final lock after pre-tightening the bolt, but sounded bang when the torque wrench finger pointed to 120 torsion. Then the surgeon checked the bolt by forceps and he found the bolt was fractured. And he couldn't implant the cone and remove the conical. So the final solution is to open the femur distance and remove the conical, then the surgeon re-install the new rm after removal.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The mar indicated: "the direction of fracture was consistent with tightening the bolt." The material analysis concluded that: "the bolt fractured in torsional overload. Eds showed the bolt was consistent with astm f136 alloy. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a clinical review of the case concluded: "based upon the information available for review, the bolt fractured in overload likely due to excessive force applied. No material or manufacturing defects were observed in the material analysis report." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded: no material or manufacturing defects were observed on the surfaces examined. No further investigation is required at this time.

Event description:
(B)(6) hospital use restoration modular hip system in a revision of total hip arthroplasty case. The surgeon operated standardly intraoperative, and he satisfied with trails restoration. Then the surgeon used the torque wrench to do the final lock after pre-tightening the bolt, but sounded ¿bang¿ when the torque wrench finger pointed to 120 torsion. Then the surgeon checked the bolt by forceps and he found the bolt was fractured. And he couldn¿t implant the cone and remove the conical. So the final solution is to open the femur distance and remove the conical, then the surgeon re-install the new rm after removal.